Event description:
Major pump unit(s) involved: drive unit failure;ivad sensor wire.specific component(s) involved: fractured ivad sensor wire;causative or contributing factor: no specific contributing cause identified.intervention(s): kept patient in fixed mode/download info and submit to thoratec;type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure.